Event description:
Breakage of screw four months after implantation of femoral nail.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Based on the investigation, the need for corrective action is not indicated.